Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer discovered the prograsp forceps instrument had a loose screw. There was no report of any fragments falling inside the patient. The customer replaced the prograsp forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer on 21-dec-2021 and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument did not collide with any other instrument or tool during the procedure. The customer was having difficulty removing the instrument from the cannula port. It was confirmed that no fragments fell inside the patient during the procedure. The instrument is available for return to isi for evaluation. A video recording of the procedure is not available, but images of the instrument damage were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the prograsp forceps instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. Images of the prograsp forceps instrument related to this event were received. A review of the submitted images was performed, and it was confirmed that the prograsp forceps instrument had a dislodged clevis pin. A review of the logs showed the prograsp forceps instrument (part# 470093-11 / lot# n10190106-0112) was last used on (B)(6) 2021 during this reported procedure with system (B)(4). The prograsp forceps instrument has 10 allotted uses and had 5 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the prograsp forceps instrument. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted prostatectomy surgical procedure, the customer discovered the prograsp forceps instrument had a loose screw. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer on (B)(6) 2022 and obtained the following additional information regarding the reported event: the customer confirmed the correct product was returned for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D10 - intuitive surgical, inc. (Isi) received the prograsp forceps instrument and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reported symptom was not found related to the reported instrument. Visual inspection was conducted and no damage was found at the distal proximal end. The instrument was placed and driven on an in house system. The engagement and recognition tests were performed and passed. The grip opened and closed properly and moved intuitively in all directions. The root cause cannot be traced to the device.